Manufacturer narrative:
There were no discrepancies noted in the mfg history records for this lot. This device was visually inspected. Hardened case debris was noted. This debris was removed and the unit was functionally tested. It performed properly for ten test holes. The reported failure could not be repeated. Internal components appeared normal.

Event description:
Dr felt that perforator did not stop. It caught the dura. The dr stitched the dura. The pt is okay.